Event description:
It was reported that tandem mobi pump generated repeated cartridge alarms, including previously unreported alarms that occurred with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to enter pump settings and reconnect continuous glucose monitor on receipt of replacement pump.